Event description:
It was reported that a nurse injured their hip wile engaging the brakes. It was reported that the nurse may have been injured due to user error. The stretcher was evaluated and no functional defect was found.

Manufacturer narrative:
The original report was submitted without the 510k number.

Event description:
It was reported that a nurse injured their hip wile engaging the brakes. It was reported that the nurse may have been injured due to user error. The stretcher was evaluated and no functional defect was found.